Event description:
It was reported that post implant the ventricular lead had a loss of capture overnight. During the implant, it was noted that the patient had a persistent left sided superior vena cava making the placement of the lead difficult. The lead was replaced to the right apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.